Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had bilateral inguinal hernia repair 17 years ago and was complaining of lower abdominal pain for the past 5-6 years. The pain was worsened with bowel movements and was associated with constipation. Patient was also complaining of swelling and redness in the groin area, blood or lymphatic skin gastrointestinal reaction.